Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -9.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced with a shorter length lens due to excessive vault within the same surgery and the problem resolved. Cause of event was unknown.